Event description:
Date of event: (B)(6) 2022 on approximately (B)(6) 2022, the patient underwent the surgical removal of her pd catheter (not a fresenius product), while concurrently receiving a hemodialysis (hd) catheter (not a fresenius product), however the rationale is unknown. Following discharge, the patient moved to another clinic for hd, and never returned to the outpatient home program. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).